Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent interrogation, this device exhibited a fault code indicative of low battery voltage for the suspected remaining capacity. The device history was then sent for review at which time engineers confirmed the device was malfunctioning and should be scheduled for replacement. No adverse patient effects were reported and no date for replacement has been confirmed.